Event description:
This patient experienced a sub-acute thrombosis four days after cypher stent implant via direct stenting in the proximal lad. The physician feels that there may have been a small distal edge dissection following the initial deployment, but could not confirm this. The sat was treated with re-pci and additional stent placement to cover teh area in question. This patient was admitted to the hospital with a chief complaint of recurrent chest pain. The patient was currently taking plavix and aspirin. The patient was taken electively to the cardiac cath lab, where angiography revealed a 75% eccentric, de novo lesion in the proximal lad. A bolusof 15ml of angiomax was administered via IV. This was followed by an infusion @ 35cc/hr gtt. There were no difficulties in accessing or wiring the vessel noted. The proximal lad lesion was not predilated prior to stent deployment.